Event description:
During the investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the physician's office, the device was removed due to a "tubing fracture", secondary to a "fluid loss". As reported to co, the pump and some assembly kit component(s) only were removed and replaced; leaving in place the cylinder(s), catalog #9916s, serial #124801 and the reservoir, catalog #9075k, serial #129073.